Event description:
Event description guidant received information that this implantable pacemaker (ipm) had stored episodes of ventricular tachycardia. Guidant technical services review of the stored data indicates loss of ventricular capture instead of episodes of ventricular tachycardia.